Manufacturer narrative:
A getinge technician was sent for investigation on 2026-05-05. The technician noticed a very high offset. The flow measurement showed approximately 5 l/min at startup at 0 rpm, but after zeroing the pressure, the measurement worked perfectly. Opened and cleaned the connector on the sensor; cleaned the connector between the sensor and the cardiohelp using contact spray and was thus able to eliminate the offset. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The investigation is ongoing. A follow up will submitted when addtional information become available. Note: this event occurred on the german market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
The event occurred in germany during treatment. It was reported that the flow bubble sensor started showing fluctuating readings. No corrosion was visible on either the panel or the flow bubble sensor connector. The cardiohelp was replaced with another one and the treatment continued. No harm to any person has been reported. Complaint ID (B)(4).